Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of high pacing impedance. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.